Manufacturer narrative:
Reported previously as an initial MDR only on MDR #3030677-2018-02829. Due to a technical error, this emdr is being created to capture the investigation results.

Event description:
It has been reported that the AED did not pass the self diagnostic check.